Manufacturer narrative:
The associated insert is tibial insert fixed sphere flex # 2/17 mm r reference. The possible lot. Is 140348 or 120349. Batch review performed on 21 feb 2018: lot 140348, (B)(4) pieces manufacturer and released on 13 march 2014. Expiration date: 2019-01-31. No anomaly found related to the issue. To date, (B)(4) pieces of the same lot has been sold without any similar reported event. Lot 120349: (B)(4) pieces manufacturer and released on 02 may 2012. Expiration date: 2017-03-31. No anomaly found related to the issue. To date, (B)(4) pieces of the same lot has been sold without any similar reported event.

Manufacturer narrative:
This is the second revision surgery underwent by the patient. She had a primary surgery on (B)(6) 2015. The patient fell and came in complaining of pain. The surgeon noticed the patella was loose. On (B)(6) 2017 the surgeon swapped the poly and patella. The surgery was completed successfully. Then the patient came in complaining of pain. The surgeon determined that the tibia component had subluxed and caused a stress fracture on the wall of her tibia. Batch review performed on 12 october 2017. (B)(4).

Event description:
The patient came in complaining of pain. The surgeon determined that the tibia component had subluxed and caused a stress fracture on the wall of her tibia. The surgeon revised the tibial tray and the poly. The surgery was completed successfully.